Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10 the mlx 300 xenon lightsource (00mlxau) was returned for evaluation. Failure analysis - evaluation identified blown power fuses and a failing power supply due to wear. The reported complaint is confirmed. No manufacturing, workmanship, or material deficiency has been identified. Root cause analysis - the returned 00mlxau light source is in used condition with blown fuses due to a worn power supply. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the xenon lightsource (00mlxau) was switched on, it blew fuses inside the unit. It is unknown whether there was patient involvement; however, no injury, death or surgical delay has been reported.